Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the white lead of the patient cable was confirmed upon evaluation of the returned mpu (serial number: (B)(6)) at the european distribution center (edc). The returned mpu underwent functional testing procedures and was found to perform as intended. However, the reported event of difficulty connecting the test system controller to the patient cable was reproduced. The patient cable was replaced, and preventative maintenance was performed on the unit. The repaired mpu was returned to the customer. The damaged patient cable was forwarded to ppe for further evaluation. Upon visual inspection of the returned cable, damage to the threads of both the black and white patient cable leads were observed. There was also incidental finding of loose rubber around the patient cable¿s lemo connectors. However, the root cause of the reported connection difficulty cannot be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 28feb2018. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit's white lead was difficult to connect to controller prior giving it to the patient.